Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
While implantation the courier guidwire medium was damaged. A peace of the tip was stuck in the vein. Luckily we could move this out.

Event description:
While implantation the courier guidwire medium was damaged. A peace of the tip was stuck in the vein. Luckily we could move this out.

Manufacturer narrative:
Complaint investigation is completed.